Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009, regarding his complaint. The patient clarified and provided additional information for this specialist. The patient could not confirm the exact times. One month prior, the patient tested his blood glucose twice because he doubted the high result (greater than 600 mg/dl). When his second test with a strip from another vial and possibly the same lot was also high, the patient injected 24 or 25 units of novolin, "probably" four extra units. The patient had no specific symptoms. He then ate dinner before playing soft ball. Two hours later, the patient tested on his sister's meter (type not provided), obtaining 45 mg/dl. The patient reportedly no longer has symptoms when his blood glucose is low, and only feels tired when it is elevated. His sister drove him home where the patient ate a sandwich and drank juice. The patient was testing with strips that expired 07/2006. Using expired test strips will give one false results. He had not yet received his prescription from kaiser and found the expired strips in a drawer. This specialist advised the patient to use only in date product. Since obtaining new strips before the replacement product arrived, results have been normal. Nevertheless, because the patient injected insulin based upon a result from expired test strips and later obtained a low result, the complaint is reported. The patient's meter and test strips were replaced.